Event description:
Medtronic received information that transmitter had no communication. There was no adverse impact or consequence reported as a result of this event. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Device received with contamination at the connector pins. Unable to perform functional test due to contamination damage.